Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that at the present time the patient had removed the transmitter from their clothing. By doing so the pulses were now somewhat stable. While working on the machine, the device had now been placed nearby on a table which had helped. The issues were not completely resolved but they were working on a compromise. It was reported that the patient had to reduce their stimulation at times while doing cardiac rehab. It was reported that if further issues develop they would contact their health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and spinal stenosis. It was reported that the patient does 25 minutes on the treadmill and 20 minutes on the elliptical. After using these machines, the patient feels the number of pulses per second increases ¿not a whole lot, but he wants to walk on his tip toes.¿ the patient has to manually decrease the rate. This occurs during every workout. On the day of the report, he had his left side parameter at 120 and his right side parameter at 230. After the workout, the patient programmer displayed 150/260. The patient keeps his patient programmer in the cup holder on the treadmill. This issue had only started occurring when he got his replacement patient programmer in (B)(6) of 2016. It was also noted that the gym that the patient attended was a ¿high-tech¿ gym with ¿high-tech¿ equipment. There were no patient symptoms reported. The patient¿s medical history includes a heart attack in (B)(6) of 2016 and subsequent rehabilitation at the gym which made him feel good and he lost weight. The patient also had a stent put in.